Event description:
It was reported that syringe 100ml cath tip was longer and wider at the tip. This occurred on 100 occasions before use. The following information was provided by the initial reporter: the tip is now longer and slightly wider at the tip, so that the insertion depth is less with our instruments and the syringe protrudes further. This is in comparison to the previous batch.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes. D.10 returned to manufacturer on: 2020. H.6. Investigation summary three sealed samples lot 2004276, four sealed samples of lot 2004292, and one photo were provided to our quality team for investigation. Through visual inspection, the tip adapter of lot 2004276 is verified to be longer than the tip adapter lot 1912201 as seen in the photo. Upon inspecting the returned samples, all tip adapters were verified to be the same length. A device history review was performed for the reported lot 2004276, no deviations or non-conformances were identified during the manufacturing process related to the alleged defect. On april 1,2020 a new mold validation for this reference was completed, the new mold having a slightly longer tip adapter which does meet minimum conical fitting according to iso standards. All product manufactured after this date will have the new length per the design, the reported lot manufactured april 16,2020. While we can verify the difference that was identified by the customer, the new mold was validated and product was manufactured according to specification with the longer tip. Based on our investigation, there is no defect with the reported product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 100 ml cath tip was longer and wider at the tip. This occurred on 100 occasions before use. The following information was provided by the initial reporter: the tip is now longer and slightly wider at the tip, so that the insertion depth is less with our instruments and the syringe protrudes further. This is in comparison to the previous batch.